Manufacturer narrative:
This is capital equipment which was assessed onsite by an asp field service engineer. The fse found that the oil mist filter had come loose. The fse performed a pm (preventive maintenance) and replaced the vacuum pump and oil filters. An empty chamber test was run. The fse verified that the system meets specification.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, and the failure mode effects analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The fmea (failure mode effects analysis) scores for the failure of this part are considered low risk. There were no parts returned for investigation of the report of unit emitting an oil haze. The field service engineer found that the oil mist filter had come loose and reseated the filter as required.

Event description:
A customer alleged seeing a blue haze coming from the sterrad 100nx sterilizer. There was no report of reaction or injury from the haze. The unit was assessed onsite by an asp field service engineer.